Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing an infection. The implantable pulse generator (ipg) and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that positive blood and wound cultures were obtained indicating the presence of a systemic infection.